Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery compartment is corroded. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests, or verify the operating currents and off no power alarms due to the blank display. No additional cosmetic damage was noted during physical inspection.